Event description:
On (B)(4) 2013, the reporter contacted animas and alleged the following: his pump is malfunctioning as it does not correctly deliver insulin. Pump sometimes cancels bolus mistakenly. Bolus will just stop and cancel, he then states it doesn't matter if delivering bolus with pump or with meter remote has happened on occasion with using pump and meter remote. He does not see on meter remote that bolus is cancelled or on the pump by a button press. Patient confirms he reviews the bolus history to see if bolus delivers, and when bolus is cancelled he does deliver the remainder of the bolus. The pump is emitting no alarms or warnings on the pump no notification on the meter remote he is not getting unable to communicate with pump he is not getting bolus cancelled due to button press. He does not have any loss of prime warnings associated with occlusion alarms and is not having to disconnect and reprime the pump. This reportedly last occurred 2-3 days ago. Patient confirms buttons on pump are responding normal no damage or peeling of keypad and the keypad on meter is fine. Customer technical support (cts) reviewed bolus history: at 110 pm on (B)(6) 2013, received 3.0units of 5.0units and patient did give remainder of bolus, reviewed alarm history, no associated alarms, only low cartridge, and did have an auto off the day prior. The patient is aware of this alarm and declined troubleshooting, only wanted to review history at this time. Bolus was delivered by meter, reviewed further and delivered by pump on 333 pm on (B)(6) 2013,10.0 units of 15.0 units cancelled. Again, patient did deliver remainder of bolus and there were no alarms in history for this day. Patient is monitoring closely when delivering a bolus and reports this issue has been occurring intermittently for 2-3 weeks. Cts advised to use alternate form of insulin delivery. Patient confirms this but will continue to monitor pump closely. There is no indication of a blood glucose excursion related to this incident.

Manufacturer narrative:
(B)(4) - device evaluation: the pump and meter remote have been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the bolus history showed no evidence of any partially delivered or cancelled boluses on the dates reported by the patient. The bolus history shows (B)(6) 2013 15.0u of 15.0u delivered and on (B)(6) 2013 at 13:10 3.0u of 3.0u was delivered. The bolus history does show evidence of partially delivered boluses on (B)(6) 2012, (B)(6) 2013; the cause of cancelled boluses was not able to be determined due to overwritten black box data. A 10u audio and 10u normal bolus were successfully delivered from the pump with no issues. All delivered boluses were accurately recorded in the pump history. No hypersensitive keys were observed on the pump keypad. The pump was exercised for 24 hours with no warnings occurring during this time period. The complaint of cancelled boluses was observed in the history but could not be duplicated during the investigation. During investigation, the meter (serial number (B)(4)) powered on normally. The meter was found to pair successfully to channel 13 with the returned pump. A 10 unit bolus was successfully performed from the meter. There were no hypersensitive keys observed on the meter keypad. The meter record showed records of 176 pump: rf aborted bolus, 167 pump: rf bolus timed out. The reported issue of cancelled boluses was observed in the meter history but was not duplicated during investigation. Unrelated to the complaint, the meter display screen was observed to have lines running across the top on the screen. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.